Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the line bag during dwell 5 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 5 of 5 of treatment. The patent contact stated that the line bag was not securely connected. The patient contact reported that air bubbles were in found in the supply bag line on the green clamp line. It is unknown at which point in therapy the leak may have begun. The patient contact reported that the cause of the leak was a loose connection. The patient contact stated the fluid leaked onto the floor. The patient was advised to cancel their treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the fluid leak came from the connector and the baxter bag. The pdrn stated that the patient was given 2000 mg ceftazidime and 1500 mg of vancomycin intraperitoneally as a prophylactic measure. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.